Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, "no alarm." The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 1/30/2017. Initial 3500a was filed on 09/30/2016 under report number 1282497-2016-00765. The associated complaint was inadvertently voided in our complaint system; therefore, a new complaint and report was created. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 9-16-2016 that a customer had an issue with an enteral feeding pump. The customer reports that there is no alarm.